Event description:
Unsubstantiated product claims. Add states: "amazing magnets from bmi reduce pain from muscle strain and injury without drugs, needles, or physical therapy. I have a spot in my lower back that can just kill me. My chiropracter says I'm out of alignment, but I say, "oh my aching back!" It doesn't hurt all the time, but when I'm tired or if I lift something heavy the wrong way, it throws my back out, and the pain is excruciating. Frantic for pain relief. I've been frantic for relief. IV'e had x-rays, tried deep heat, I've used ice and heat (and IV'e tried alternating them). I've tried the "traditional medicine" route, with anti-inflammatory drugs that make me dopey. I've been massaged, had my back "cracked" by three chiropract0rs, and even tried acupuncture. I'm so frustrated, I've been on the verge of demanding an expensive and dangerous operation on my spine! Sports medicine breakthrough. Nothing provided satisfactory relief, and that's why I tried "magnetic field therapy" using bmi magnets. The results have been excellent: my "bad back" feels better than it has in years! I get relief because of two football guys - george anderson, an ex-trainer from the oakland raiders, and ronnie lott, an ex-nfl defensive back. With decades of experience in a bone-crushing sport, including 7 super bowl wins, they know injuries...and how to handle them. They tried magnetic field therapy, and saw for themselves it works. It is believed that the magnets work on the human body by actually enlarging the diameter of veins, arteries, and capillaries. This "vaso-ventilation" increases blood flow, aids circulation, reduces inflammation, and suppresses the body's production of pain-causing chemicals. Do-it-yourself pain treatment. George and ronnie's break-through was to create a co that makes bio magnetic therapy available and affordable for the ordinary "weekend warrior" like me. The magnets are simply put over the problem area and held there for minutes...hours...all day long...or all night while sleeping, as desired. The inventors recommend a preventative strategy: strapping them on prior to exercise. They also recommend a treatment strategy: as soothing treatment for muscles following an injury. It's 100% natural, non-intrusive, safe, and has been used by thousands or former pain sufferers. Permanent magnets and comfortable belts. When you buy bmi magnets, you get four permanent magnetic disks - two 1.5" and two 4". You also get four belts made of soft, durable, washable medical foam and neoprene into which the disks slip. The back belt takes care of bad backs like mine, and the other belts let you apply the magnets to just about any place on your acing body. Try it...you have nothing to lose but pain! Exasperation with pain motivated me to try just about anything for relief, and that got me my solution: bmi magnets. My advice to anyone with chronic or occassional pain is to give these a try. At only $69.95, they're equivalent to a couple of strips to physical therapy. They come with a 30-day MFR's warranty and comtrad's exclusive risk-free home trial. If you are not completely satisfied, return them within 90 days for a full "no questions asked" refund. Magnetic therapy system is not a medical device. Magnetic therapy products should not be worn during pregnancy and should not be used by individuals with a cardiac pacemaker or defibrillator.